Event description:
It was reported that the customer experienced an issue with the screen being unresponsive at times. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from technical support, and no further information was obtained.